Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis procedure, they connected the reload to the instrument, then the surgeon approached the tissue and tried to fire the device, however could not push the plastic knob. They replaced it with a new reload and the firing continued. The procedure was stopped for a few minutes, due to this event. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.